Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the device had a packaging issue, the reinforcement material came out of package unattached at proximal end of reload. A new similar device was used in order to complete the case. No patient injury.

Manufacturer narrative:
Device evaluation post market vigilance (pmv) led an evaluation of two reloads. The event report alleges the products were used in a surgical procedure. A review of the device history record indicates these products were released meeting all quality release specifications at the time of manufacture. However, a component error was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity and a product improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.